Manufacturer narrative:
This report is for an unknown bone staple: elite/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date during an open reduction internal fixation (orif) of the acetabulum fracture, comminution at the fracture site during insertion of the bme elite (nitinol continuous compression implant) occurred. There were two (2) unknown reconstruction plate that were used for the fracture. It is unknown if the procedure was completed successfully. It is unknown if there a surgical delay. The patient's status was healed. Concomitant device reported: reconstruction plate (part number unknown, lot unknown, quantity 2). This report involves one (1) bone staple: elite. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: e1: updated facility name; device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.